Event description:
On (B)(4) 2013, it was reported that this vns patient was in an accident and had high impedance. The patient was referred for full revision. Follow-up showed that high impedance was first seen on (B)(6) 2013. The patient reported being a car accident but was not sure of the date. No x-rays were taken, and the output current was not reduced. Another system diagnostic also showed high impedance. The patient was referred for full revision. Surgery is likely but has not taken place. A battery life calculation was performed with results of 0 years remaining.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.